Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reet0611 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported, "PICC placed (B)(6) 2021. To date (B)(6) 2022 during an infusion of nivolumab (immunotherapy) rn discover a problem and found a fracture/hole on the cath at +/- 15 cm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a sl 4 fr powerpicc solo catheter was provided for evaluation. The catheter is shown in use within a patient and is secured with a statlock securement device. The catheter appears to be withdrawn from the patient up to the 19 cm depth marker. A syringe is attached to the hub and is being infused with a clear fluid. A spraying leak appears to be present near the 5 cm depth marker. The surface characteristics of the leak location could not be closely inspected from the video sample provided. Based on the information provided, possible contributing factors include repeated kinking leading to material fatigue, sharp instrument damage, and over-pressurization. Since a leak was observed to be present, the complaint is confirmed but the exact cause could not be determined from the video provided.

Event description:
It was reported, "PICC placed (B)(6) 2021. To date (B)(6) 2022 during an infusion of nivolumab (immunotherapy) rn discover a problem and found a fracture/hole on the cath at +/- 15 cm."